Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) the device did not function as intended, with pump function described as inconsistent during inflation and deflation. The patient stated that the device inflated without user activation and did not operate as expected when deflated. The patient reported follow up with the treating urologist, who recommended use of a vacuum device and stretching exercises; however, the patient stated these actions did not resolve the reported issue and the attempts to operate the device were associated with pain. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100814024. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, deflation issue and inflation issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.